Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that occlusion alarms occurred. Customer's blood glucose displayed "high" on the cgm graph. Customer was admitted to the ER for elevated blood glucose and diabetic ketoacidosis, was treated intravenously with saline and insulin, and was admitted to the hospital 6 hours later. Customer's blood glucose was 367 mg/dl at time of admittance. Customer received additional treatment of IV saline and insulin, and was released 2 days later with no permanent damage and in stable condition. Tandem technical support performed system check with customer and no issues were identified; however, customer reverted to an alternate method of insulin therapy.